Event description:
It was reported that during a lead pull the physician discovered that one patients lead had migrated and was no longer implanted. Top of the lead appeared to have broken off. It was mentioned that lead came out when adjusting the bandage and a small piece of the lead fell out of the bandage. No report of discomfort was noted. X-ray revealed top of the lead expelled from body with lead and no lead found inside patients body.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7208413.